Event description:
Reported as a port leak.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 03/nov/08. The prod associated with this report has not yet been explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."